Event description:
It was reported that the right atrial lead had dislodged "shortly after the initial implant," per the physician. There were also elevated thresholds noted after the dislodgement, and subsequently, the lead was inactivated three years after implant. Four years later, during a recent system change, the atrial lead was explanted and returned. Of note, the patient's system was downgraded to a single chamber implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information - product ID# 5076-45 the full lead was returned and analyzed and no anomalies were found, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694958, implantable tachy lead, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product ID: 7278, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).